Event description:
Additional information indicates that the implantable cardioverter defibrillator (ICD) was reprogrammed.

Event description:
Boston scientific received information that therapy was exhausted on this implantable cardioverter defibrillator (ICD) after delivering shock therapies for sinus tachycardia. The field representative wanted to know why the patient got shocked. Boston scientific technical services (ts) discussed the episode and suggested some possible programming options. Additional information received indicated that the device was reprogrammed as discussed, however, the patient still continued to get shocked. Ts then discussed detection enhancements and the patient will again be re-programmed along with medication changes. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) delivered shock. Boston scientific technical services (ts) stated that atrial fibrillation (af) and ventricular fibrillation (vf) can change af rate threshold and atrial tachy response (atr) rate to 200 then the ICD would inhibit for supraventricular tachycardia (svt). There was no additional information available. The therapy was exhausted. No adverse patient effects were reported.